Manufacturer narrative:
Model number: 72404310,lot number: 118950004,model description: pump ms.

Event description:
It was reported that the right cylinder and pump of the inflatable penile prosthesis (ipp) were explanted due to a cylinder tubing crack and pump malfunction. A new ipp pump and 12cm x 9.5mm cylinder was implanted on the right side. It was further reported that two weeks prior to surgery the patient was not able to inflate his device properly. It was found that the cylinder itself and the cylinder tubing was cracked. There was fluid loss from the crack. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of a "crack" was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams700 cylinder was visually inspected and functionally tested. There was a leak in the cylinder input tube caused by wear. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder failure. Model number: 72404310. Lot number: 118950004. Model description: pump ms.

Event description:
It was reported that the right cylinder and pump of the inflatable penile prosthesis (ipp) were explanted due to a cylinder tubing crack and pump malfunction. A new ipp pump and 12cm x 9.5mm cylinder was implanted on the right side. It was further reported that two weeks prior to surgery the patient was not able to inflate his device properly. It was found that the cylinder itself and the cylinder tubing was cracked. There was fluid loss from the crack. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.